Event description:
It was reported that the pk dissecting forceps instrument cable was noted to be separated during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the distal clevis. The motion will not be intuitive due to cable breakage. Failure analysis also observed that the distal end of the main tube exhibits a couple of scratch marks with light material removal and a rough surface finish. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.